Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier and camera were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the image intensifier and camera required replacing. No report of patient injury.